Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that while the medfusion pump was being serviced by the biomedical engineer at the hospital, the battery became very hot and was smoking. It was reported that the medfusion pump initially had a "motor rate error", which prompted the hospital biomedical engineer to replace the motor, worm gear, and clutch. When biomedical engineer was done with the repairs, he replaced the battery. The battery "got very hot, and was smoking". He replaced the battery again, and the same thing occurred. Customer contacted manufacturer to arrange for service on the medfusion pump. There were no adverse health outcomes reported.

Manufacturer narrative:
The reported medfusion¿ syringe infusion pump was returned for investigation. Visual inspection revealed the returned device to be in okay condition; the top of the device was cracked near the tubing guides and the right plunger case was also cracked. The device battery was not returned. A review of the event history log found no alarm pertaining to the reported event. During functional testing, the reported issue could not be duplicated. The reported battery was not returned with the device and inspection did not find any evidence of burned components. Investigation found the device operated as intended. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.